Manufacturer narrative:
The bme believes it was his staff that somehow got the password and are changing the names without permission. He was advised to change the password to avoid further problems. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing the wrong bed names.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing the wrong bed names.

Manufacturer narrative:
H10: additional narrative: the customer reported that they needed assistance with knowledge of how their staff may be changing bed names and locations of tele on cns. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the root cause of the issue was determined to be incomplete user error/education. The customer was informed that the only way to change the bed names and location of his tele was password protected. The customer was made aware with the drag and drop on the central to move the telemetry devices back to their original positions. The customer was advised to change the password to avoid further such problems. A review of service history of device pu-681ra; sn:247 found no previously reported complaint with this issue. The customer reported on (B)(6) 2018 (ticket#: (B)(4) that the bed names have been changing without user intervention. The investigation was performed and root cause was determined to be user error which was confirmed by the customer too. The device was not in use with a patient and there was no reported harm. Qe investigation for this complaint record has been completed. Corrected information: d4. Device model number. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.